Manufacturer narrative:
(B)(4) date sent: 6/30/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you confirm whether the 3 - gst45b showed the same quality issue? If not, please provide more details for each device what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 816d72 / 22gst45b , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the gst45b tended to adhere to the tissue after firing for three consecutive times. It required twisting the instrument shaft to separate it from the tissue. After release, the staples at the distal end were not properly attached to the tissue but instead came off together with the cartridge. Subsequently, when gst45g were used, this issue did not occur and successfully completed the surgery. There was no patient consequence nor surgical delay reported. No additional information provided.